Event description:
Customer reported that the rao field would not save after treatment {tx recorded for 5 days manually) the rao was found to have an incorrect table angle. A composite of the plan was done with the incorrect couch angle for 5 fractions to see the dose difference. The planned daily dose is 200cgy to a total of 5000 cgy. The dose difference after treating with incorrect gantry angle is 2-3% overdose to critical optic structures. The physician does not intend to alter the plan, as they were below structure limit with initial planning. There was no report of serious injury and no other patient data was provided.

Manufacturer narrative:
The site created a composite treatment plan and determined that an over dose of 100cgy was delivered to optic structures. This was calculated to be a total of 2-3% overdose. The site does not believe this resulted in a serious injury and does not intend to revise the treatment plan. Additionally, a medical professional review found this error within accepted limits of tolerance and unlikely to cause serious injury. Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Manufacturer narrative:
The investigation of data files and patient treatment record could not determine what caused the reported issue. No product malfunction or labeling deficiency was found. This appears to be an isolated, site specific issue. The issue appears to be use error due to the finding of a mix of "emergency" and transferred beam data. This cannot be confirmed, due to the site's in-house treatment planning system and the limited logging available for this version 7.3.10 system. The inability to save back the treatment record to the database is an indicator to the user that the planned and delivered parameters did not match. No misadministration occurred in this case. However, this site will be monitored for reoccurrence, although to date none have been reported. No additional follow-up to this MDR is expected.